Event description:
It was reported that there was a communication problem. There was unsuccessful communication with the recharger on (B)(6) 2015. The patient typically recharged once a week and last charged on (B)(6) 2015. They had a few issues with recharging but were able to get it to recharge. The patient had the same issues on the day prior to the report and could not get their recharger to communicate with the stimulator. The patient tried turning the dial on their antenna but this did not resolve the issue. The patient typically kept their settings between 6 and 8 but they couldn't remember if it was 0.6 or actually 6. The patient was not able to adjust their stimulation with their programmer. They saw a poor communication screen on their programmer. The programmer would not communicate with the stimulator. The programmer had not been dropped or gotten wet. There were no patient symptoms reported. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 37751, serial# (B)(4), implanted: (B)(6) 2007, product type; recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).